Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump had a blank screen and was cracked. The blood glucose reading was 79 mg/dl. She was not sure of how the physical damage occurred. Nothing further was reported.